Event description:
It was reported that the patients implantable pulse generator (ipg) was angled and implanted too deep which resulted to difficulty charging. There was no device malfunction suspected. The patient underwent a revision procedure wherein the ipg was moved closer to the skin and the physician flattened it. The patient was doing well postoperatively. The ipg remains implanted in the patient and in use.